Event description:
Customer stated that there was fluid dripping from feed thru fitting (ff82) located on the lower right side of the beckman coulter lh780 instrument. The customer service support personnel assisted the customer in troubleshooting the location of the leak and determined that the leak was cbc lyse. The leak was contained within instrument. Lab coat, goggles, and gloves were worn at the time of this event. There was no report of exposure to mucous membranes or open wounds. No patient results were affected. There was no death, injury, or affect to patient treatment. No one sought medical attention. The msds was reviewed. There is an exposure control/risk management plan available at the facility. The field service engineer found the lyse (cbc) restrictor line from fitting 82 had a hole in it and lyse leaked out. He cleaned up lyse and replaced the restrictor line. Instrument operation was verified. Root cause for the leak was attributed to a hole in the lyse restrictor line from fitting 82. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).